Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 65-year-old male patient with a past medical history of hypertension, hyperlipidemia, and type 2 diabetes mellitus presented to the emergency department with chest pain. There was concern for a left main coronary artery st-segment elevation myocardial infarction. Upon arrival, the patient became hypotensive with orthopnea. The decision was made to proceed with percutaneous coronary intervention with impella support. Upon engagement of the left main coronary artery, the patient became hypotensive and experienced a pulseless electrical activity cardiac arrest. Return of spontaneous circulation was achieved following intervention to the left main coronary artery. The impella cp device was unable to achieve flow greater than 1.5 liters per minute. The decision was made to explant the impella cp and replace with another cp device. On (B)(6) 2025, the patient was noted to have ventricular tachycardia, treated with defibrillation, lidocaine, and magnesium. Later on, (B)(6) 2025, at approximately 9:45 p.m., the impella device was explanted due to a sudden decrease of device flows below 0.3 liters per minute. The patient was taken to the cardiac catheterization laboratory, and the impella device was removed. The patient was known to have an lv thrombus and the team suspected the impella ingested the thrombus.